Manufacturer narrative:
Batch review performed on 7 august 2019: lot 185967: 71 items manufactured and released on 07-dec-2018. Expiration date: 2023-11-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 5 months after primary surgery, complaining of instability which was due to a malpositioned cup. The surgeon revised the cup, liner and head. The surgery was completed successfully.